Event description:
The code number on the test strip vial for the glucose monitoring device was "rubbed out." Reporter alleged the glucose control ranges are also "rubbed off" the test strip vial. A request was made for the return of the suspect product and replacement product was sent.